Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was above 500 mg/dl. Customer administered a manual injection to address elevated bg. Reportedly, the pump supplies were changed multiple times in attempt to address the issue. Customer reverted to manual injections for insulin therapy.